Manufacturer narrative:
On 20-dec-2021, mentor received additional information about the event. It was previously reported that the patient underwent bilateral explantation on (B)(6) 2021. New information received states that the scheduled explantation date is (B)(6) 2022. D6b explantation month, day, and year: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral rippling on breasts. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient who underwent a breast augmentation revision procedure with mentor memorygel breast implant 600cc gel breast prostheses developed rippling on both of her breasts post implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2021. This medwatch report is for the patient¿s left breast prosthesis.